Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sgardelis p, giddins g. Shapes and sizes of common silicone metacarpophalangeal arthroplasties: clinical implications. J hand surg asian pac vol. 2022 aug;27(4):678-683. Doi: 10.1142/s2424835522500680. Epub 2022 aug 11. Pmid: 35965375. Objective/methods/study data: the purpose of this study was to evaluate the radiological differences relative to the bones following implantation. Between 2015 and 2018, a total of 42 patients (113 implants) with a mean age of 70 (range: 48¿89) years, were included in the study. There were 80 neuflex© and 33 swanson implants. Thirty-five patients had primary mcpj arthroplasty and seven had a revision arthroplasty. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: (B)(6). Adverse event(s) and provided interventions possibly associated with neuflex (qty (B)(4): - 1 patient had implant rotated axially ¿ no treatment reported - 1 patient had neuflex implant fracture ¿ no treatment reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Recaptured codes on h6 (medical device problem code).